Manufacturer narrative:
Damaged or defective rechargeable (lithium ion) batteries are consider hazardous material under federal regulations title 49 part 173. Due to this regulation, the device is unable to be retrieved for device for analysis. This report is submitted on september 13, 2019.

Event description:
It was reported that the rechargeable battery of the sound processor allegedly leaked fluid (date not reported). Replacement equipment was sent, and no reports of patient injury were associated with this event.